Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the physician noted a "kink" in the left ventricular (lv) lead. It was further reported that the lead was considered to have been damaged during slitting. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted visual analysis was performed, the guidewire and catheter insertion test were performed. If information is provided in the future, a supplemental report will be issued.